Manufacturer narrative:
The implantable neurostimulator and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator became infected and eroded through the skin. It was removed without difficulty. The hcp planned to replace the device at a later date. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.